Event description:
Post deployment of the sapien xt valve via transfemoral approach, the valve migrated towards the lvot, which resulted in mitral valve impingement and central ai. Initially, bav was performed using an edwards 23mm balloon, utilizing held respirations and rapid ventricular pacing (rvp). A 26mm sapien xt/novaflex delivery system was then positioned 50:50 across the annulus and the valve was deployed utilizing held respirations and rvp. It was noted immediately after deployment that the valve appeared "under-deployed" and when the volume was checked in the atrion it was noted to have only 17cc of contrast. Additional contrast was added to the atrion to bring the volume to 22cc, but the sapien xt had migrated down into the lvot. Upon tee interrogation of the valve, mitral impingement was noted. The delivery catheter was then advanced through the valve, the balloon was inflated approximately 90% and the sapien xt was pulled up into the annulus; balloon inflation was then completed to 100%. Via tee it was noted that there was no paravalvular leak but 2-3+ central ai. This was confirmed with angiography. A second 26mm sapien xt valve was deployed exactly inside the first valve and there was no residual ai. The native annulus measured 26mmx23.2mm, with an area of 465mm² by CT and 484mm² by 3 mensio. There was moderate annular calcification and mild leaflet calcification. Coaxial alignment of the delivery system and valve and the image intensifier angle were reported as fair. Ventilation was held during valve deployment and there was no loss of pacing capture. Per report, the atrion was inadvertently underfilled and volume was not re-checked as the device was handed off of prep table, causing the valve to be underdeployed.

Manufacturer narrative:
Additional information regarding this case was received from a journal article left ventricular outflow tract embolization and balloon assisted recapture of a sapien xt prosthesis during transcatheter aortic valve replacement stated that the patient reported diplopia on postoperative day 3, attributed to a small cerebellar infarct which completely resolved on prior to discharge on postoperative day 5. A follow up echocardiogram revealed normal prosthetic valves in an overlapped position with normal function. Per the instructions for use, permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case, the exact cause for the stroke events is unknown, however, the patient¿s underlying afib, patent foramen ovale (pfo)/small atrial septal defect (asd), age and female gender put the patient at risk increased risk for stroke. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Bibliography: naveen seecheran, f. L. (2015, november ). Left ventricular outflow tract embolization and balloon assisted recapture of a sapien xt prosthesis during transcatheter aortic valve replacement. Catherization and cardiovascular interventions , pp. 1-4.

Manufacturer narrative:
(B)(4). Per the instructions for use, device migration and valve regurgitation (central leak) requiring intervention are potential adverse events associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. According to literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the aortic wall. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the native leaflets, and incorrect bioprosthetic valve sizing, can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the left ventricle. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The edwards thv patient screening manual advises the operator on pre-procedure assessment of the aortic valve and root, taking into consideration the degree and distribution of native leaflet calcification. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct sizing, alignment and positioning of the device are emphasized as key factors to the placement and fixation of the device. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, per report, the atrion syringe was inadvertently underfilled by the operator, resulting in an under-deployed valve, and subsequent valve migration to the lvot. The ensuing central ai was likely a result of the use of the delivery catheter to pull back and reposition the valve in the annulus. This was corrected with deployment of a second valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.